Event description:
It was reported that during procedure the mirror of this console was misaligned which caused the patient to have post bleeding. No additional information was reported.

Manufacturer narrative:
Correction to field e2: health professional. Correction to field h6: device codes.

Manufacturer narrative:
Correction to field b5: describe event or problem correction to field h6: device codes the device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Service history review performed indicates that the console remained fully functional, with no issues reported until the last service and/or complaint date. Based on service records, the issue is more likely due to use-related wear or field conditions rather than manufacturing or design at release. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The blood loss is a known risk associated with this device type/procedure, and it is noted as such as in the instructions for use. A risk review was completed and confirmed that the events of device - low power and blood loss were defined in the risk documentation and are documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available, no problem was detected that contributed to the reported event. Therefore, the conclusion codes of no problem detected and known inherent risk assigned to this investigation.

Event description:
It was reported that during procedure this console exhibited low power which caused the patient to have post bleeding. No additional information was reported.

Event description:
It was reported that during procedure the mirror of this console was misaligned which caused the patient to have post bleeding. No additional information was reported.